Manufacturer narrative:
The pump has been returned to animas. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2015 the distributor contacted animas, alleging a cracked battery compartment issue. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because the reported issue was not resolved with troubleshooting.

Manufacturer narrative:
Follow-up #1: date of submission 11/11/2015 device evaluation: the device has been returned and evaluated by product analysis on 10/23/2015 with the following findings: battery compartment is cracked on the side at the threads and cracked above and below the bumper pad. Returned battery cap has stripped threads; test cap used for testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.